Event description:
Caller reported blood glucose results of over 336 mg/dl on compact plus system 1, 136 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Event description:
Caller reported blood glucose results of over 336 mg/dl on compact plus system 1, 136 mg/dl on compact plus system 2 within 10 minutes while using expired strips. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for compact plus system 1, medwatch (B)(6) is for compact plus system 2.